Event description:
There was an allegation of questionable elecsys anti-hbe and elecsys anti-hbc ii results for 1 patient sample on a cobas e 801 analytical unit. This medwatch will cover anti-hbc ii. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hbe results. On (B)(6) 2025, the initial anti-hbe result was 0.732 coi, interpreted as positive, and the initial anti-hbc result was 0.212 coi, interpreted as reactive. The customer questioned the results as they were inconsistent with the patient's clinical symptoms which prompted them to repeat the sample. The sample was repeated on another competitor analyzer and the anti-hbe result was 1.26 coi interpreted as non-reactive, and the anti-hbc result was 3.99 coi, interpreted as non-reactive. On (B)(6) 2025, a new sample was collected from the patient and the anti-hbe result was 0.820 coi, interpreted as reactive, and the initial anti-hbc result was 0.212 coi, interpreted as reactive. The sample was also repeated on the competitor analyzer and the anti-hbe result was 1.23 coi, interpreted as non-reactive, and the initial anti-hbs result was 4.13 coi, interpreted as non-reactive. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The patient samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The sample was not available for investigation. Based on the available information, a general reagent issue could be excluded. The investigation did not identify a product problem.